Event description:
Dosing error (under dosing), device complaints per dss[underdose] case description: non-serious. This case, manufacturer control number is a spontaneous report from the united states referring to a male patient whose age was not reported. The patient's mother reported this case. No past medical history, concurrent illnesses, allergies or concomitant medications were reported. In 2007, the patient received nutropin aq (1 mg, qd, sq using nutropin aq pen) for an unspecified condition. The lot number for nutropin aq was not reported. The first puncture date and the patient's prior history of exposure to the lot number were not reported. The most recent date of administration prior to the event was not reported. On a date not reported, the patient experienced swelling of lips . At the time of the report, the event outcome was not reported. On a date not reported, the patient presented with dosing error (under dosing), device complaints per dss (underdose). The patient developed some swelling of his lips and eyelids the morning after his first injection of nutropin aq, which resolved by the end of the day. The patient's mother reported that she was having issues with getting the pen to work, and a cartridge was wasted in trying to get the pen to work. It was noted that the nurse did not train the mother, as "she herself" did not know how to get it working, it was noted there was not any swelling of his hands, wrists or feet. After the second injection, the swelling did not occur. The reporter stated that, "this might be because not all of the medication was administered." However, after the third injection, the patient again developed swelling of his lips and eyelids the following morning. It was reported that this resolved during the day. It was noted that both swelling incidences did not interfere with the patient's vision or speech. Relevant laboratory tests, treatment for the event and action taken with nutropin aq were not reported. It was not reported if the patient continued or discontinued treatment with the existing lot number, or whether the patient switched to a different lot number. On a date not reported, the event resolved. It was reported that the patient was "doing absolutely fine; no further allergic reactions were experienced." It was noted that a nurse went to the patient's mother's home and educated her about the device, and now both the mother and the father have learned the process and were not experiencing any problem. The mother felt that the instructions that came with the pen were not completed, and "skipped many important steps." The patient's mother did not provide a causality assessment of the event underdose in relation to nutropin aq pen. No other suspected causes were identified. At the time of this report, a pcs# had not yet been assigned. Additional information has been requested. Addtional information received on 08-feb-2007: in 2007 , the patient received nutropin aq ( 1 mg, qd, sq) for an unspecified condition (confirmed). The lot number for nutropin aq and the most recent date of administration prior to the event were not reported. On a date not reported, the patient presented with dosing error (under dosing), device complaints per dss (underdose) (confirmed). Relevant laboratory tests, treatment for the event and action taken with nutropin aq were not reported (confirmed). Additional information has been requested. Pharmacovigilance: the event of underdosing is non-serious and is unlisted according to the somatropin us package insert. The underdosing from the pen device appears to be due to use error. When familly members were trained on the proper use of the device, there were apparently no further dosing errors.